Event description:
It was reported that it was noticed after surgery the flexible drive shaft has broken and needed to be replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown flexible driver shaft. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.